Manufacturer narrative:
The ultrasound module was removed from the stellaris sys and returned to bausch & lomb for evaluation. Simulated use testing found the module was not detected in the test sys. A failure in the main printed circuit board was confirmed as the cause of the error. A review of the device history record was performed and no exceptions were found.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the sculpt procedure, the screen dimmed momentarily, then recovered. An error message appeared on the screen indicating that the ultrasound module was not present. The customer attempted to re-boot the machine with no effect. The pt was transferred to a nearby hosp where the surgery was completed without any further injury or consequences to the pt.